Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the company representative is sending back a pacemaker that was not implanted due to the device display measuring recommended replacement time (rrt). No patient complications have been reported as a result of this event.